Manufacturer narrative:
The device was returned to olympus for evaluation. The customer¿s complaint ¿the white tip of the hand piece damaged" was confirmed. A visual inspection on the received condition was performed on the device; there was some tissue build up. The evaluation confirmed the ptfe pad (teflon pad) was inspected and found it is separated with charred marks at the jaw exposing metal. Additionally, the exposed metal on the jaw cause a short circuit error when the jaw was fully closed due to the metal to metal contact and the seal or seal & cut button was activated. The device was attached to olympus usg-400/esg-400 generators and a probe check was performed; the device passed the probe check. Both switches were checked and found both switches are functional. The distal end of the device was inspected under a microscope and found evidence of charred marks on the probe unit. The wiper movement is normal. The consistency of movement of the handle and jaw is normal. The handle load is normal. The rotation of the knob torque is normal and smooth. Based on similar reported complaints, the potential cause of the reported event can be attributed to (unintended) no tissue or insufficient tissue between the probe and jaw when the device is activated.. The instruction manual provides the following warnings: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. As a preventive measure, the instruction manual also provides warning to prepare a secondary method for achieving hemostasis or desection, e.g. A spare of the thunderbeat instrument, and a back-up of the transducer. If additional information becomes available this report will be updated accordingly.

Event description:
Olympus was informed that during a procedure the white tip of the thunder beat hand piece was damaged and falling off out of box. There was no reported patient death or injury.